Event description:
Report received of a clave port that was stuck down in the open position and allowed for a small amount of bleed back. It was reported that an adult age and diagnosis unspecified, was receiving a blood trasfusion. Blood tubing was connected to the distal clave port of a primary line of saline. Immediately after the transfusion began, it was noted that a small amount of blood was leaking from the connection site. The blood tubing was disconnected, and upon further investigation, it was noted that the clave center was stuck down. It was unknown whether the clave had been previously accessed. The primary tubing set was changed, and the transfusion resumed with no further problems. There were no reported adverse patient effects.